Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined an interaction with the clips of the saphenous vein graft (svg) contributed to the resistance during advancement and the stent becoming disrupted on the balloon such that it subsequently dislodged. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0x12 xience alpine stent delivery system (sds) met resistance during advancement to the saphenous vein graft (svg) for the right coronary artery. The resistance was felt near one of the clips on the svg. The sds reached the target lesion and was ready to be deployed, but a stent was not on the sds. The sds was removed from the anatomy. The missing stent was unable to be located. The back table and the patient were checked, but the stent could not be found. Another xience alpine stent was used to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is doing fine. No additional information was provided.